Event description:
Customer dosed with 23 units lantus and 16 units humalog after 6pm blood glucose = around 300mg/dl. Customer's family member found pt weak and unresponsive at approximately 7pm. To bring up blood glucose, family member fed customer candy. Controls were expired. A request was made for the return of the suspect device and replacement product was sent.